Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies thromboembolic events and hemiplegia as potential complications associated with use of the device.

Event description:
It was reported that after implantation of a fred stent to treat a 4.7mm right superior hypophyseal artery aneurysm, a 2.4mm right lateral paraclinoid internal carotid artery (ica) aneurysm, and a 2.4mm right cavernous ica aneurysm, the patient awoke from anesthesia and began to experience a ten minute episode of left arm and left leg weakness. A CT showed no hemorrhage and cta showed no large vessel occlusion. There was no thrombus identified in the patient, but the physician did deem it to be a thromboembolic event. The patient's platelet reactivity units (pru) were measure at 189 and their ticagrelor dose was increased to 180mg, after which the symptoms resolved. The patient remains neurologically intact one year after treatment.